Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). It was reported the ins was not functioning. It does not work and does not charge. No further information was provided. MRI guidelines were reviewed and reviewed it is not recommended to scan patient without knowing eligibility. The caller was redirected to the managing hcp. No patient symptoms were reported. No further complications were reported/anticipated.